Event description:
On 10.01.10, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that the patient was admitted to a medical center on (B)(6) 2007 and was diagnosed with renal failure. While hospitalized, the patient was administered heparin. Between (B)(6) 2007 and (B)(6) 2007, the patient received heparin during dialysis treatments and during this period began to have symptoms consistent with hypersensitivity-type adverse reactions from contaminated heparin. Upon information and belief, on at least one occasion, the heparin administered to the patient was alleged to be contaminated heparin. The patient passed on (B)(6) 2007.

Manufacturer narrative:
Submit date: 10/26/2010. An investigation is currently underway. Upon completion, the results will be forwarded.